Event description:
Blood glucose read 54 mg/dl during back to back testing with a result of 109 mg/dl both performed within 5 minutes of each other. No actions were taken and no treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.